Event description:
The account alleged that the pt pulled inward on the top of the side rail and the side rail came off the bed. No injury reported.

Manufacturer narrative:
The account found the side rail mounting screws were stripped from the side rail base. The account replaced the side rail to resolve the issue.